Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial lead noise that caused inappropriate automatic mode switch (ams). Programming changes were made to address the issue. The patient was stable.